Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, tissue was found on the helix, and the guidetooth was damaged. The lead exhibited apparent explant damage.

Event description:
It was reported that shortly after implant, the patient complained of cold sweats and dizziness. The patient's remote transmission results noted there was high thresholds and that the lead was later found to be displaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.